Event description:
During prep of the devices, the physician tried to reshape the floppy tip of the guidewire of three separate angioguard xp embolic protection devices. However, all three of the tips became unraveled during his attempts to re-shape the tips. This occurred prior to the use of each product, as the tips became unraveled and could not maintain their shape. Eventually, another product (details unknown) was used and the procedure was completed successfully. None of the complaint products were clinically used. Pt and procedural details are unknown.

Manufacturer narrative:
The product is not available for eval and testing. Additional info will be submitted within 30 days of receipt. Per facility report: cordis corporation reported no product is expected to be returned to facility, for eval; however, a copy of the investigation request including lot traceability was provided. Without the return of the actual device in question for eval, facility, is unable to determine the exact cause for this incident. Facillity, did review the device history records relative to the mfg, inspecting and packaging of lot 06400129, which corresponds to cordis lot number 70808513. This packaging lot contained 162 units, which were shipped from facility, in 2008. The history records indicate this product was final inspection tested facility, and was determined to be acceptable. This is one of two products lots used prior to the same procedural setting. Please reference MFR report # 1016427-2009-00057.